Event description:
Through a follow-up by a co rep on 6/21/1999, the MFR was informed that a prowler 14 catheter -from another MFR- that was not saved, was used to deliver this coil. The condition of the pt after the procedure was fine.